Event description:
A 3.0mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in the right coronary artery. The moderately calcified lesion was pre-dilated with a 3.0mm by 16mm ptca balloon. During the inflation of the stent delivery balloon to 12 atmospheres of pressure, the balloon reportedly burst. The stent was successfully deployed and there was no report of injury to the pt. Another s7 stent was successfully deployed in the left anterior descending coronary artery during this procedure. It was reported that the pt had a prolonged hospital stay due to a peritoneal bleed. Details regarding the cause of the bleed are unknown. Pt was discharged home 5 days later. The pt was re-admitted to the hospital the same day with an acute myocardial infraction. Angiography revealed a sub-acute thrombosis in the implanted stents. The left anterior descending artery was successfully reopened, however, during the attempt to open the right coronary artery the vessel began to spasm. Attempts to re-open the artery were unsuccessful. The family declined emergent coronary artery bypass surgery. The pt was treated medically until they expired the next day. Information regarding the status of the patient's coagulation treatment is unknown. Cause of the balloon burst is unknown however the lesion calcification may have contributed to the event. There was no device returned for investigation. Separate medwatch reports have been submitted for each device involved in this event.